Manufacturer narrative:
No sample was returned for evaluation. No information about a visit on site available. Furthermore, no log file available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer¿s acceptance criteria. The review of the system history shows that the laser was successfully verified prior and after the date of treatment. The root cause could not be identified conclusively, as no details about visit on site and no log files for day of treatment are available. (B)(4).

Event description:
A surgeon reported that flap thickness was less than planned. A 150 microns flap was planned, however the actual flap was thinner than this value. The procedure was completed. No patient harm was reported. No additional information has been received.

Event description:
A surgeon reported that flap thickness was less than planned. A 150 microns flap was planned, however the actual flap was thinner than this value. The procedure was completed. No patient harm was reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).